Event description:
It was reported that the ilet display in the upper corners darkened, the time became difficult to read, and battery life shortened, while the device otherwise remained usable and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included remote troubleshooting and replacement of the device with return of the original for evaluation. Investigation of this case revealed a suspected display malfunction with screen blackening and diminished visibility, accompanied by reduced battery performance, consistent with a device component failure of the display and power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.